Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. The patient underwent a routine device change out and the lead was surgically abandoned. No adverse patient effects were reported.